Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the needle was severely bent. The device was returned with the needle retracted inside the sheath. A functional test was performed and the handle was manipulated multiple times. While manipulating the handle, the needle would advance and retract back into the sheath as intended, however, it was noticed that there was a severe bend in the needle. The bend in the needle only allowed the needle extend 6.1 cm from the distal end of the sheath. While the needle was extended as far as it would go, a bend near the distal end of the handle was noticed. The bend was about 12.4 cm from the distal end of the handle. There were no kinks or bends present in the stylet wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero to 8 cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fine-needle aspiration cytology (fnac) procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. This information was provided by the customer to a cook representative: "the needle was stuck after the first puncture [needle was bent], no specimens were collected. So, the procedure was completed with [another] echotip ultra endoscopic ultrasound needle and the specimen was attained. The case was successful." When the device was received for evaluation, it was determined that there was a severe bend in the needle.